Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow-up. Check up revealed premature battery depletion on the implantable cardioverter defibrillator. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Analysis of the device revealed the device was at eri when received. There was no bpa detection. Longevity calculation found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2020.